Manufacturer narrative:
Updated: device evaluated by MFR.?, eval summary attached, methods codes, result codes, conclusion codes. Visual inspection of the ept-1000 generator noted physical damage to the device. Loose items were noted inside the device and were attributed to broken nylon standoffs between the isom and cpu circuit boards. There was no tamper proof seal on the unit. During investigation, it was noted that the device failed to power on during initial power-on self-test (post). Following removal of the device's top enclosure, it was noted that the power supply was burned out and the two power entry module fuses measured open. The root cause of the complaint was attributed to a failed/burned out power supply. The transformer's primary winding of the low voltage power supply showed evidence of overheating. This likely resulted in excess current draw, causing the power entry module fuses to open to prevent further damage. Following replacement of the power supply and the two power entry module fuses, the ept-1000 generator passed power-on self-test (post) and all performance criteria of the final test procedure. No other problems were found with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is wear and tear. (B)(4).

Event description:
It was reported that after an electrophysiology treatment procedure, smoke came out of the generator. After the procedure, the ept-1000xp generator made a "bang" sound and there was "smoke and a burning smell" noted. The patient status was stable.

Event description:
It was reported that after an electrophysiology treatment procedure, smoke came out of the generator. After the procedure, the ept-1000xp generator made a "bang" sound and there was "smoke and a burning smell" noted. The patient status was stable.

Manufacturer narrative:
(B)(4).